Event description:
The patient reported receiving an 04 (occlusion) alarm, but she was in a loud room and could not hear the audible alarm. The patient happened to look down at her infusion device and noticed the 04 on the infusion device display. The patient checked her blood glucose and it registered "hi" (typically greater than 600 mg/dl) on her blood glucose meter. She reported no symptoms with her elevated blood glucose. The patient switched to her back-up infusion device and administered a bolus to bring her blood glucose down. The patient stated that her blood glucose is fine now. The patient's normal blood glucose range was not provided. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
H6-codes: no product will be returned for evaluation.